Event description:
Customer reported vertical lift will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the key switch was not in the proper position. Ge rep set the key. System operates as intended.